Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead implant procedure there was an occlusion of the left axillary vein. The right axillary vein was accessed to facilitate the lead implant. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.